Event description:
It was reported the patient had a loss of therapeutic effect. The day of report the patient went to the bathroom in the morning and hadn¿t urinated since. It was noted that their patient programmer showed a doctor icon and a power on reset (por) message. The patient mentioned they did go to their dentist the day of report and had their dentures refitted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v263727, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).